Event description:
Patient alleges discrepant results with inratio. Testing done on separate samples. Date: 2008 - inratio: 4.9. Date: 2008 - inratio: 3.9.

Manufacturer narrative:
In 2009 - inratio precision data provided by end-user lot (inratio meters): date: 2008, 1st test inr: 4.9, 2nd test inr: 3.9. Inratio meter - mean: 4.4, sd: 0.7, %cv: 16.1. The 16.1% cv is less than 20%. Both lab and inratio meter results passes the criteria for precision. Hence, no further testing is required at this time. As of 2009, the meter is expected to return. Will perform strips accuracy and/or precision testing upon receipt of meter.